Event description:
It was reported that suture placement was attempted with a proglide device in the right common femoral artery using the preclose technique prior to a percutaneous coronary intervention (pci) procedure. The arteriotomy was 6fr. Reportedly, the sutures pulled out of the artery. A second proglide device was used for successful suture placement using the preclose technique. The pci procedure was completed and hemostasis was achieved with the suture of the second proglide device. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Per the instructions for use; under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported sutures pulled out of the artery could not be replicated in testing environment; however, the observed undisturbed posterior needle tip, and link pull would result in a suture retrieval issue which may have been reported as suture pulled out of the artery. Therefore, the reported complaint is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause cannot be determined for the reported experience. The additional proglide device used to achieve hemostasis appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.